Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No cracks were noted on the display glass or display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there is physical damage to the insulin pump. The blood glucose reading was 326 mg/dl. The unit is cracked in the right corner. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.